Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating that on (B)(6) 2013, she experienced a blood glucose (bg) value of 1.3 mmol/l. The patient reportedly collapsed, was hospitalized and stated that she does not remember what occurred. The patient stated that she did not know why her bgs were low or why she collapsed. It was noted that the pump was working fine and that the patient was still using the pump for 2 weeks. The patient reportedly was not implicating the pump and denied troubleshooting the pump. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy. It was not clear what caused the patient¿s hypoglycemic event or if the pump was a contributing factor to the reported bg excursion.